Event description:
Caller alleging receiving discrepant high result. On (B)(6) 2013 inratio 5.4 lab 1.8. Time between testing 10 minutes. Pt's therapeutic range unk.

Manufacturer narrative:
Investigation pending.